Event description:
The customer contact reported the pt received more IV solution than intended. The device was programmed to deliver a bolus of normal saline from a 1000ml container, at a rate of 999ml/hr with a 200ml volume to be infused (vtbi). After the delivery was complete, the pump was reprogrammed to deliver the estimated remaining 800ml at a rate of 150ml/hr. After 3 hours, the device alarmed. The customer contact stated that, "600ml" had infused; however, the nurse noted the container was empty. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report reprensents all the info known by the rptr upon query by hospira personnel.